Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As rec'd the belt failed the ECG electrode fall-off test. Upon eval, there was contamination inside ECG c. The cause of the test failure is corrosion at the u1 and l1 components inside ECG electrode c. The cause of the corrosion is the contamination. The root cause of the contamination is liquid ingress. No adverse event resulted from the contaminated electrode.

Event description:
A zoll distributor an electrode belt indicating that the ECG electrodes were non-functional.